Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels of up to 257 (mg/dl). Customer administered insulin injections to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, the contact stated that the customer is rotating their infusion set sites between 4 body areas. Contact indicated that they will try placing the infusion set site in a new body location. Recommendation was made to consult with their health care provider to discuss diabetes management.